Event description:
Nellcor puritan bennett received information that suggested that the device shut down while in patient use. There was no report of patient harm by the customer.

Manufacturer narrative:
Npb will notify FDA should further information become available.